Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The customer contacted olympus technical assistance support (tac) via phone and provided remote troubleshooting and identified an e216 scope communication error, likely related to scope-to-system communication or contact connection issues. The customer informed tac of the event and was confirmed by the tc. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed e216 error message during a diagnostic colonoscopy. The procedure was completed using the same device and there were no reports of patient harm.